Manufacturer narrative:
(B)(4).

Event description:
The pt developed a ventral hernia in the area of a previous upper left quadrant incisional hernia repair w/two surgimesh tintra xbs after gaining 20 lbs of weight post operatively; the original xb meshes were found separated at the joining suture line; an add'l tintra xb piece was used to repair the separation and the pt recovered uneventfully.